Event description:
It was reported by a company representative that there was a foreign material inside the sterile packaging. It was further reported that there was no pt involvement.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.